Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine (17 mg/ml at 9.992 mg/day) via an implantable pump for failed back surgery syndrome and non-malignant pain. It was reported that the pump had stalled on (B)(6) 2022 around 5:25 am and didn't recover until (B)(6) 2022 around 5:32 am. The patient did have a refill on (B)(6) 2022 however the refill didn't occur until the afternoon. The pump stalled again on (B)(6) 2022 at 1 am and had not recovered since then. The company representative (rep) wanted to know if telemetry mode could have played a role in the stall. Technical services reviewed telemetry mode with rep. Rep stated they would have to ask questions to rule out environmental causes for stall. Technical services reviewed considerations for a hard stall (min rate, silence pump, medically manage patient, replace pump). The rep mentioned the pump would have the elective replacement indicator in 3 months and they were planning on replacing at that time either way. Troubleshooting was unable to be performed since the rep was not with the healthcare provider.